Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02029, 3006705815-2021-02031. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, it was observed that the leads fractured. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.